Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial#: (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, information was received from a patient receiving baclofen (unknown dose and concentration), dilaudid (unknown dose and concentration) and marcaine (unknown dose and concentration) via an implantable pump for non-malignant pain and chronic low back pain. On (B)(6) 2018, the patient reported seeing an 8286 (empty reservoir alarm occurred) on their personal therapy manager (ptm). The patient stated they tried to use their ptm last night ((B)(6) 2018)) and got locked out for 8 hours. This morning ((B)(6) 2018)), the ptm did it again and showed the code 8286. The patient indicated they had a refill scheduled for tomorrow ((B)(6) 2018)). No symptoms were reported. No further information was provided.